Manufacturer narrative:
The belmont rapid infuser, ri-2 has been returned to belmont for investigation; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause of the reported unresponsive touch screen cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual instructs the user to check the unit seals every six months. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. The issue reportedly occurred during setup prior to use on a patient; there was no patient injury reported. The manufacturing records for this serial number were reviewed and no related anomalies were identified. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that during setup in preparation for a case, the touch screen of the rapid infuser, ri-2 became unresponsive.